Event description:
It was reported that the patient had stimulation off for about three years due to uncomfortable stimulation in the back area where the lead is located described as a biting sensation. It was noted that this occurred after a back surgery. It was further noted that the patient was getting stomach stimulation as well. It was noted that reprogramming had been performed with other electrodes but the patient still experienced undesirable sensations. It was further noted that the patient no longer received stimulation in the target area of his right back. It was further noted that the patient's legs were numb due to other nerve issues unrelated to stimulation. It was noted that impedances were in the normal range. Additional information reported that an impedance check was performed, with one electrode out of range. It was noted that no x-rays were performed. It was noted that the patient was not receiving effective therapy. No further intervention had been performed; pending physician recommendation was to determine any future intervention. Additional information was requested but not available at the time of this report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3487a-33 lot# j0461574v, implanted: 2005 (B)(6), product type lead product ID: 7495-51 lot# serial# (B)(4), implanted: 1997 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).